Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off label insertion site on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced a wearable failure after warm up which occurred 1 day after the sensor had been inserted. No specific symptoms were reported, but parent reported that she needed to take the patient to the hospital. The parent was unable to provide further details regarding the event, and it was unknown if the patient experienced a hypo or hyperglycemic event, what treatment was needed, and how much time the patient stayed at the hospital. No other details were documented and no further details could be obtained. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.